Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon visual evaluation, it can be observed a plastic-like particle in the fluid path of the syringe. Origin of this plastic cannot be identified though the picture. Physical samples are required to further investigate and identify the foreign matter. A device history review was performed for lot dbib23100, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. Based on the quality team's investigation, possible root cause is associated with plastic contamination during assembly process.

Event description:
It was reported while using bd fresenius syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: we received a complaint regarding a 20ml heparin syringe (f00001255) - lot #dbib23100. The reason was that the syringe is dirty or a foreign body is in the syringe. Attached is a picture, unfortunately the sample has already been discarded.

Manufacturer narrative:
E.1. Initial reporter phone# : (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd fresenius syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: we received a complaint regarding a 20ml heparin syringe (B)(6) - lot #dbib23100. The reason was that the syringe is dirty or a foreign body is in the syringe. Attached is a picture, unfortunately the sample has already been discarded.